Manufacturer narrative:
Left foot end siderail.

Event description:
It was reported via field technician, (B)(6), that the product suffered damage when a CT scan table was lowered onto the left foot end siderail.